Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient's mother reported that the tubing came apart at cannula quick release during their holiday. She was unsure if there was any stress or pull on the tubing. Reportedly, the pump was not dropped with the set in place. No further information available.